Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ¿coded during the night¿ and was hospitalized for 3 days due to a "pump failure". No further information was provided.